Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that during an ambulatory follow up it was noted that this device triggered elective replacement indicator (eri). The last follow up in december 2019 showed one year remaining. Premature battery depletion as alleged, thus the device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that during an ambulatory follow up it was noted that this device triggered elective replacement indicator (eri). The last follow up in (B)(6) 2019 showed one year remaining. Premature battery depletion as alleged, thus the device was explanted and will be returned. No additional adverse patient effects were reported.